Event description:
As reported, the balloon of a 5mm x 4cm powerflex pro p3 percutaneous transluminal angioplasty (pta) balloon catheter could not be inflated, and a leakage was observed during inflation within a shunt anastomosis. A new 5mm x 40mm powerflex p3 pta balloon catheter was used as a replacement. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device maintained negative pressure during preparation. This was during a procedure to treat a shunt lesion in which a non-cordis 5f sheath was used along with a 100cm non-cordis angled catheter. The device will be returned for evaluation. Addendum: product evaluation revealed that the leakage was coming from damage at the luer hub.

Manufacturer narrative:
Malfunction code of "pta/ptca system - leakage - leakage thru outer body" no longer applies. Therefore, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer considered reportable.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5mm x 4cm powerflex pro p3 percutaneous transluminal angioplasty (pta) balloon catheter could not be inflated, and a leakage was observed during inflation within a shunt anastomosis. A new 5mm x 40mm powerflex p3 pta balloon catheter was used as a replacement. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device maintained negative pressure during preparation. This was during a procedure to treat a shunt lesion in which a non-cordis 5f sheath was used along with a 100cm non-cordis angled catheter. The device will be returned for evaluation.